Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information patient had an infection on the scalp. Patient underwent surgical intervention on (B)(6) 2026 wherein the infection was cleaned out. Patient was given antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads were exposed through patient's skin. Surgical intervention is pending to address the issue.